Event description:
6/23/97 upper port of port-a-cath accessed with #22g huber needle & flushed with 10cc normal saline. Pt complained of pain in right side of chest when flushed. Dye study done & showed leakage within vein. 6/24/97 lower port accessed and no problems noted. 6/25/97 lower port flushed with 10cc normal saline & pt complained of pain in area. Repeat dye study done & showed leakage within vein. 6/26/97 port-a-cath removed & new port-a-cath placed. MFR notified 6/26/97.